Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the proximal conductor was fractured. It was noted that all conductors were distorted, there was blood/body fluid on all conductors (not obstructed), the proximal conductor fractured due to overstress, all insulators were breached cut, the outer insulation was breached cut, the outer insulation had a cosmetic depression, the outer insulation was breached and had a depression, there was blood in/on the helix/lobe mechanism and the lead was stretched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that right atrial lead was dislodged and was unable to capture during a coronary arterery bypass . The lead was removed and replaced. No patient complications were reported as a result of this event.